Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. There was no reported impact to the customer¿s blood glucose. There was no patient involvement, as the pump was not being used on the patient at the time of the event.